Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet received.

Event description:
It is reported that the device fractured during removal after trialing was complete.

Manufacturer narrative:
Visual inspection of the device found that it was cleanly fractured into two fragments with no missing pieces. The fracture is proximal to the lateral edge of the central post. A device history record review is not required. The device is used for treatment. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The root cause has been determined to be a previously addressed design issue.